Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl and was "anemic"; cause was not known. Customer administered a bolus via the pump and performed supply changes to address the issue and went to the emergency room (ER). ER staff "monitored and ran tests"; however, no intervention was required as customer's bg "began to lower while in the ER due to pump therapy only". Customer was discharged the same day with the issue resolved. Customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.